Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The home patient's (hp) caregiver (cg) contacted corporate product surveillance to report that when they put a new cassette in the homechoice (hc) machine, it will always say "check line." The cg will check it three or four times and then the hc will say "disregard cassette." The sample is available for evaluation. Product surveillance contacted the cg on 10/29/2009 to obtain additional information regarding the reported problem. The cg said that therapy has been going well and there hasn't been any other issues. There was no patient injury or medical intervention indicated at the time of the call.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.